Event description:
Caller reported that the cartridge was not fitting properly on the pump. The customer¿s blood glucose level was not adversely impacted and did not exceed 500 mg/dl. The customer, after removing an o-ring from the pneumatic tap as per the instructions from technical support, attempted to reload the cartridge. The caller opted to handle the completion of the cartridge load process independently and successfully resumed insulin delivery.